Manufacturer narrative:
Reported event: an event regarding registration fails involving a mako mics was reported. Method & results: product evaluation and results: the failure is confirmed as it is under the scope of nc: mics characterization process deviated from the qualified state. Also the serial number (B)(6) lies in the urgent medical device recall list. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 25 devices, including serial number (B)(6), were manufactured and accepted into final stock on (B)(6) 2016 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: mics headpiece- serial number specific recall was initiated for the mics handpieces within scope of a CAPA. The investigation revealed that only specific the catalog number and serial numbers are impacted by the regulatory action. The root cause analysis identified a characterization issue associated with the mako integrated cutting system (mics) handpiece. Users have been instructed to return any specified hand piece to stryker. Device not returned.

Event description:
Failing angled saw attachment check. Surgical delay: 15 minutes. Case type/application: tka.

Manufacturer narrative:
Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Failing angled saw attachment check. Surgical delay: = 15 minutes. Case type / application: tka.